Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device no longer functioning resulting in recurring incontinence. Diagnostic imaging identified the cuff was empty. During the revision procedure there were no leaks identified, however, the cuff was empty of fluid and air present in the tubing. The aus was explanted and replaced.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported mechanical issue, air in the system, and urinary incontinence was unable to be confirmed through analysis. However, the device instructions for use describes various scenarios which can result in recurring incontinence. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: the cuff, pump, and balloon were returned for analysis to our post market quality assurance laboratory. The cuff, pump, and balloon all performed within visual inspection and functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. In addition, the IFU describes various scenarios which can result in recurring incontinence. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device no longer functioning resulting in recurring incontinence. Diagnostic imaging identified the cuff was empty. During the revision procedure there were no leaks identified, however, the cuff was empty of fluid and air present in the tubing. The aus was explanted and replaced.